Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws of the device did not open. A new device was used to continue the procedure without any patient harm.

Manufacturer narrative:
Additional information: (UDI),evaluation summary one lf4318 ligasure device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that during the procedure, the jaws did not open. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not locked shut when the device was received by covidien. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.